Manufacturer narrative:
(B) (4).

Event description:
The patient had stimulation in the wrong location. She has not needed device for several months, but continues to recharge to prevent an over discharge state. She was reprogrammed about 6 months ago by the company representative and thought that the lead may have moved. The patient was considering device explantation since she no longer needs the device. Further information was requested.